Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochlear device during the same surgery. Registration number 3009092818 and exemption number e2016011.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
This report is filed, june 6, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced swelling and tenderness at the implant site subsequent to falling. Subsequently no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.